Event description:
The customer attempted to load a cartridge multiple times, but the pump would stop fill tubing at 9.8 units and request a minimum of 50 units to continue. During troubleshooting with tandem technical support (cts), fill tubing was initiated, but no insulin was seen coming out the end of the pigtail of the cartridge. Cts had customer add more insulin to the cartridge, but the 50 min message appeared at fill tubing again. The customer used a new cartridge and was able to complete the load process and resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.